Manufacturer narrative:
The device has not been returned ; therefore, the cause of the reported event can not be determined. A review of the device history record for the pertinent lot was performed; non anomalies were noted.

Event description:
It was reported to boston scientific corporation on april 03, 2008, that a balloon dilatation catheter device was used for a dilatation procedure on a female patient (weight unknown) in 2008. According to the complainant, during the procedure the balloon popped inside the patient. The balloon popped during dilatation when the balloon went up to 12 mm. "No parts were left in patient." No patient complications were reported as a result of this issue, and the patient was reported as "ok" following the procedure.